Manufacturer narrative:
Zoll has not received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(6) gets stuck inside the autopulse platform and it is hard to use this battery on a moment's notice. The customer was able to remove the battery from the platform. No physical damage was noted. This was noticed during checkout. No patient involvement.